Manufacturer narrative:
During inspection and testing, service also found the adhesive on the bending section cover was cracked and separated. The paint on the suction cylinder was peeling off. The switch box was scratched. The coating on the insertion tube was peeling off. The connector plug housing was damaged. The angulation system was out of specification. The image check found white dots on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was no air flow and no water flow through the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify foreign material and specify the cause of the material lodged in the nozzle. We presumed that foreign material was not removed even though the user reprocessed the device properly in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: "operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories -warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.